Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified the item and lot numbers match the complaint. Scuffs and scratches noticed on the part. Part was returned in 2 pieces. Tip has fractured off. No other damage noted. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during the surgical procedure, part of the oxford I/m rod link fractured and broke off. The broken piece was retrieved, and no consequences or impact to the patient has been reported. Due diligence is in progress for this complaint; to date no additional information has been received.

Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.